Manufacturer narrative:
(B)(4). Information is unavailable; device not returned. No device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. Batch #unk. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot/batch. Additional information requested: how was the tissue pad retrieved from the patient? Was the procedure or patient care changed due to retrieving the tissue pad? Is the tissue pad being sent back with the device for analysis?

Event description:
It was reported that during a laparoscopic anterior resection procedure, the teflon pad came off after using the device for approximately only forty-five minutes. The device was still working but stopped using in case the pad fell in patient. Another like device was used to complete the procedure. Surgery was prolonged five minutes.

Manufacturer narrative:
(B)(4). Not reportable - based on new information received, the file no longer meets the criteria of a reportable event. New information received: how was the tissue pad retrieved from the patient: it was still stuck on but hanging off; was the procedure or patient care changed due to retrieving the tissue pad: none reported; is the tissue pad being sent back with the device for analysis: yes it was with the packaging when I posted it.